Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented for a device upgrade procedure. During the procedure, it was noted that the right ventricular lead exhibited a gradual increase in impedance and capture thresholds. It was confirmed to be due to tissue around the ring electrode. The lead was capped and replaced on (B)(6) 2019. Patient was stable.